Event description:
It was reported that approximately two months from implant, the right ventricular (rv) lead had high pacing thresholds. After repositioning, the rv lead showed low sensed values. Approximately seven days after the repositioning, the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the inner tubing kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage.